Event description:
The customer reported that the 9900 system will intermittently not x-ray. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The emergency stop button was found broken. The emergency stop button was replaced during the service call.